Event description:
It was reported that a male patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. The patient suffered a cardiac tamponade. The doctor performed a left atrial (afib) ablation and burned on the posterior wall and septum. Then they came out to burn in the coronary sinus (cs) as well and into the right atrium and back into the left atrium and then burned some more in the septum. When they removed the ablation catheter it was noticed that the bp had dropped. The doctor had an intracardiac echo(ice, soundstar) in the patient¿s heart and noticed the effusion. A pericardiocentesis was performed and 600 ml was removed. After that they pulled sheaths and catheters with the exception of an artery line and that's it. The patient was discharged from the ep lab and taken to the intensive care unit. The patient was hemodynamically stable at this time of the report. The physician suspected the perforation was the left atrium. There was no evidence of a cardiac tamponade before the procedure. The procedure was successfully completed at the time the event occurred. The patient required extended hospitalization because of the adverse event and the patient was reported as fully recovered. A transseptal puncture was performed with a brk abbott. Ablation was performed before the cardiac tamponade was noticed. There was no evidence of a steam pop. An irrigated catheter was used in the case. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag with the visitag module parameters for stability 3mm, 3sec, 25%, for 3 grams and f prime. The max wattage used was 50 watts, the total lesions was 214 lesions, total ablation time was 37 minutes and the total fluid in was 1097 ml. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).